Manufacturer narrative:
An additional investigation and testing of the product was performed. An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After conducting a thorough investigation we would see snapshot upload failure due to pumpcommunicationerror , typically caused by a failure to parse a message from the pump or by not receiving an expected response from the pump in a defined time out window. This group of errors triggers the standard communication error handling, forcing the mobile app to reconnect with the pump, and after the reconnection the mobile app then tries to resume the history and traces transfer. The issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: delete the minimed mobile app's memory cache in the android settings: settings > apps > find minimed mobile in the list of apps > storage and cache > clear cache reinstall the application if issue persists remove the mobile device from the pump. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app then make sure bluetooth is on launch the app and begin the pairing process.color:bf2600 (ensure app is in the foreground while pairingcolorcolor:bf2600)color important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. Helpline had confirmed that this issue is now resolved and no further investigation is required. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carelink upload failed. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.